Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed in which physician explanted the device. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100717084. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100723262. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions.